Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: continuous activation probable root cause: material/design error constant irrigation flow is not maintained leading to limited field of view stopcocks in improper configuration large anatomy missing o-ring damaged or deformed o-ring pump malfunction (motor, control board, harness, power supply, battery, or cassette) clogged tubing user error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during robotic colon surgery the suction feature of the suction irrigator was used several times then placed in the instrument pouch on the side of the sterile drape. The physician assistant (pa) assistance was leaning against this part of the sterile drape and noticed a sensation on her abdomen. She looked and noticed that the there were bubbles and steam/vapor coming from around the buttons on the handpiece of the suction irrigator. When the device was picked up to inspect, the handpiece was noted to be hot. The device was removed from the sterile field and circulator staff noted that the battery was still running even though the device was not in use. The tubing connecting the battery to the device had to be cut in order for it to stop. There was no harm to patient or staff. The sterile drape was inspected and the integrity was found to be intact.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during robotic colon surgery the suction feature of the suction irrigator was used several times then placed in the instrument pouch on the side of the sterile drape. The physician assistant (pa) assistance was leaning against this part of the sterile drape and noticed a sensation on her abdomen. She looked and noticed that the there were bubbles and steam/vapor coming from around the buttons on the handpiece of the suction irrigator. When the device was picked up to inspect, the handpiece was noted to be hot. The device was removed from the sterile field and circulator staff noted that the battery was still running even though the device was not in use. The tubing connecting the battery to the device had to be cut in order for it to stop. There was no harm to patient or staff. The sterile drape was inspected and the integrity was found to be intact.